Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A gladiator pta balloon catheter was advanced to dilate the target lesion. However, upon inflation, the balloon burst with an inner circumferential tear. The device was removed from the patient's body. No patient complications were reported and the patient's status was fine.